Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that insulin was leaking at quick release. Reportedly, all the sets were leaking where the tube was attached. The patient changed out one of them and the tubing fell off the set and this had happened with couple of boxes while the patient was at home. The site was right side of abdomen and the pump was clipped on to undershirt and was above the site. The infusion was used might be for an hour. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.